Manufacturer narrative:
It was reported on march 10, 2016 that the blades were not aligning properly on the device. On march 28, 2016 additional clarification surround the event was provided that it was noted during surgery and the initial graft was not usable. No further detail was provided. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device, manufactured on august 12, 1992, is over 23 years old. The previous repair took place on july 25, 2014 and was for preventative maintenance and was unrelated to the current repair. Quality evaluation on march 17, 2016 revealed minor nicks to the leading edge and body of the handpiece. The swivel rotates 360 degrees, has 2 engagement pins, and has a swivel o-ring. The safety operates as intended. The thickness control level operates as intended. The master blade sits flush with the control bar. The device was tested with the test hose and the motor ran within specifications; the device was then tested with the customer hose and it ran within specifications. Prior to repair the device operated within motor speed specifications and the device was within calibration specification at all but the 0 thickness setting. On march 17, 2016, the repair technician replaced the standard repair parts, the damaged head, and the calibration shaft. The unit was tested and calibrated per procedure. The customer's reported event of the blades not aligning properly on the device was non verifiable as no significant damage was noted to the handpiece that could have contributed to the event. Therefore the root cause cannot be specifically determined, however the user could have potentially been installing them incorrectly. The instructions for use contains detailed instruction on how to install the blades on the device. The device was repaired and returned to the customer. Recommended actions: no recommended actions at this time.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Quality evaluation on 3/17/2016 revealed minor nicks to the leading edge and body of the handpiece. The swivel rotates 360 degrees, has 2 engagement pins, and has a swivel o-ring. The safety operates as intended. The thickness control level operates as intended. The master blade s/n (B)(4) sits flush with the control bar. The device was tested with the test hose and the motor ran at 5162 rpm; the device was then tested with the customer hose and it ran at 5287 rpm. On 3/17/2016, the repair technician replaced the standard repair parts, the damaged head, and the calibration shaft. The unit was tested and calibrated. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the blades were not aligning properly. Additional information was provided that the event occurred during a surgical procedure wherein the dermatome was in working however it didn't seem to take the whole skin graft and when meshed the graft was unusable. The patient was not injured, however they had to convert to full thickness graft rather than split thickness graft.